Event description:
It was reported via merlin.net transmission that the patient's implantable cardioverter defibrillator (ICD) exhibited post paced t wave oversensing. Programming changes were suggested. There were no patient consequences.